Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 5f sheath (model unk). A pre-procedure femoral angiogram showed the vessel to be approximately 5 mm in size. Following the procedure, the physician who was in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician was able to shuttle down, but the physician could not withdraw the sheath. The physician removed the device, and converted the pt to approximately 15-20 minutes of manual compression. The pt developed a hematoma, described as less than 6cm. Manual compression was applied again in which time the hematoma was resolved. It was reported that the total time held of manual compression was less than 30 minutes. The pt was ambulated and discharged to home the same day, with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1212804) indicated that the device lot met all established performance criteria prior to shipment.